Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Item and lot number unknown.

Event description:
As reported to coloplast, though not verified the patient experienced pain, foreign material in vagina, and urethral scarring. The device was removed surgically.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
Additional information was reported to coloplast, though not verified: the patient presented with onset of disabling stress incontinence in 2016, treated with trans-obturator sling urethropexy (tos) on (B)(6) 2016. Continence was adequate at follow-up, but left inguinal pain appeared in 2018, limiting activities of daily living and sexuality. There was no response to conservative treatment (nsaids, physiotherapy) and mixed urinary incontinence reappeared progressively. Finally, in view of the persistent pain, the sling was radically removed on (B)(6) 2020. Follow-up showed only partial improvement in symptoms, with chronic neuropathic pain. It should be noted that following removal of the sling, exertional discomfort worsened significantly.